Event description:
It was reported that the left ventricular (lv) lead dislodged and pulled back into the superior vena cava (svc) and was not capturing. The lead was partially removed but not replaced. The right atrial (ra) lead had also dislodged and pulled back into the svc and was not sensing or capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.